Event description:
The surgeon was inserting a single piece silicone lens model aa4203tl with toric optic into pt's eye and the trailing haptic tore. The surgeon cut up the lens to remove it from the eye, the doctor didn't enlarge the incision. No pt injury.